Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. D4: batch # 303c26. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60b reload was returned with an open package, unfired, with the reload pan totally detached and with the reload body damaged and broken. In addition, some driver missing and out of position, making the reload non-functional. No functional test was performed due the condition of the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 303c26, and no non-conformances were identified.

Event description:
It was reported that during procedure, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.